Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a device implanted in patient body. The investigation is confirmed for the reported catheter deformation, as deformation was noted near the clamps. The investigation is inconclusive for the reported bleed back issue, as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021), g3, h6 (device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately sixteen days post catheter placement, the catheter allegedly kinked at local clamp. It was further reported that catheter was allegedly presented reflux. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021). Device not returned.

Event description:
It was reported that approximately 16 days post catheter placement, the catheter allegedly kinked at local clamp. It was further reported that catheter was replaced with new one. There was no reported patient injury.